Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable defib lead: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had far-field rwave oversensing. It was also reported that the wavelet templates were likely inconsistent. It was recommended that a new wavelet template be done manually the next time the patient comes to the office. The lead remains in use. No patient complications have been reported as a result of this event.